Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 561 mg/dl at the time of the incident. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer got no delivery alarms three times in 3 hours and had a bent infusion set cannula. Troubleshooting was not completed. The caller stated the customer went high as they ran out of insulin. The insulin pump will not be returned for analysis.